Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of the device history records for part number 04.315.402, 2.0mm mandible mesh foot, b type for cmf distractor, lot number u101001 and raw material lot number 4830091 showed that there were no issues during the manufacture that would contribute to this complaint condition. The investigation is ongoing.

Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a procedure a disconnection of the extraction arm could not be achieved. The distractor was explanted. No further information is available. This is 2 of 4 reports for this event.